Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and that the device depleted normally.

Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost stimulation as the ipg had become inoperable and was unable to communicate with external devices. Programmer displayed the message "generator has reached end of service". It was noted patient used a burst program. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.